Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had high impedances on both leads. As a result, surgical intervention was undertaken to remove and replace both leads.